Event description:
Performing a percutaneous abscess drainage. Needle was in place and wire was advanced and manipulated. Needle was removed and catheter advanced. Upon attempted removal of wire guide, it unravelled and subsequently separated. The tip segment was left in pt.